Event description:
On 09/01/1998, the pt underwent surgery to repair sternal deformity. On 10/29/1998 a stabilizer plate was implanted. On 11/24/1998 revision necessary to implant a second stabilizer plate and additional sutures because the bar had slipped laterally.